Event description:
Same case as: 1649384-2013-00076. It was reported the implant broke during surgery. The surgeon was performing a plif procedure at l5-l5. The implant was properly tightened on the inserter. The surgeon decompressed the disc space, used the 8mm trial, and selected a 8mm trial, and selected a 8mm implant. The surgeon did not have to fight the implant into the disc space. He only tapped it in with the mallet. The back of implant broke off in one piece as the surgeon was final positioning the implant. The broken piece was discarded. The surgeon used a tamp to move the implant the last 1-2mm into proper position.